Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 270-27-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the white clamp is closed and the patient connector was closed with a combi stopper (the original wing cap was not handed over by the customer). Further on, we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. After open the white clamp the pump did work immediately (solution was running). Leakages were not detected at the sample. Flow rate test: nominal: 10 ml/h. Actual: 14.6 ml in 1 h; 28.1 ml in 2 hrs; 110.9 ml in 10 hrs. Leakages were not detected at the received sample. A fast flow (as described by the customer) could not be determined. Hence we assess this complaint to be not "judgable". We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and there was no abnormality found during in-process or at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): too fast diffusion. Infusion of antibiotic passed in 12h instead of 27h.